Manufacturer narrative:
(B)(4). The customer did not provide a lot number, no batch review could be performed. The reported issue could not be confirmed and an assignable cause could not be determined for this report at this time.

Event description:
The facility contacted baxter (B)(4) to report a one-link needle-free IV connector with neutral fluid displacement that has a connection issue. The "IV tubing becomes disconnected with one-link cap. Cap stayed connected to t-piece of IV but was disconnected from IV tubing". It is unknown when this malfunction was observed. It is unknown if there was a patient involved; there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation, therefore the reported condition could not be confirmed or duplicated and an assignable cause could not be determined. Should additional information become available a follow up medwatch will be submitted.